Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the cause of the difficulty charging and operating the device was that the patient had cognitive difficulty with charging but the exact cause was not known. The therapy was suspended on (B)(6) 2015, but the patient was not explanted prior to exiting the study. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the device never adequately controlled the patient's pain so the device was not been turned on in the last year; the patient was exited from the study. Additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient was re-educated several times on recharging but every time they were in the office or called, the ins was not charged. However, they did stated that the ins did help when it was on and charged. They wanted the ins explanted because they were having difficulty operating it and kept having problems getting an MRI. Even though the unit was MRI compatible the MRI kept getting refused by the hospital. The patient had increased pain in the back and legs. The ins was jump started and the patient was re-educated on charging on (B)(6) 2015. The patient was called again on (B)(6) 2016 and they stated they had not used the ins for a year due to difficulty charging. The patient had the device explanted in 2018. No further patient complications were reported as a result of this event.